Event description:
Filter basket dislodged from wire. Unable to retrieve it. Pt began experiencing symptoms of a stroke, tpa administered, symptoms resolved. Consult with neurosurgeon at university hosp was obatined. Pt transfered to univ hosp for further intervention. Device has to be stented into artery.